Event description:
The core impaction drill was sent for evaluation due to overheating during a tooth extraction procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
The customer's complaint was not confirmed during failure analysis; the device passed the performance testing. The device was cleaned, lubed and adjusted.